Event description:
A consumer reported via the manufacturer's representative (rep) that on (B)(6) they underwent a rhizotomy procedure in the area of the implantable neurostimulator (ins). During the procedure the ins was off but following the procedure stimulation was unable to be turned on. It was noted the consumer had this procedure done in the past with no issues. The rep spoke with the consumer and confirmed both the recharger and programmer were working perfectly. The consumer was instructed to call the rep. If she had any further issues. Due to where the consumer lived it was rare for the rep. To have an opportunity to read the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.